Event description:
A (B)(6) year old male patient contacted zoll customer support to report that the monitor would not power on. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn: (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the monitor would not power on. The cause of inability to power on is fractured solder connections on the f600 fuse. The cause of the fractured solder connections is an insecure jtag/tableboard. The jtag/tableboard came lose, which placed excessive force on the f600 fuse. The root cause of the loose jtag/tableboard cannot be positively identified. No adverse event resulted from the defective monitor. The patient received a replacement monitor.